Manufacturer narrative:
It was reported bed exit system was not set.

Event description:
It was reported that the complainant alleged bed alarm did not sound on intouch bed, causing alleged patient fall and injury.